Event description:
Same case as 2134265-2010-04546. It was reported that during preparation for a rotational atherectomy treatment procedure, the catheter of the burr had holes. The de novo lesion was located in the severely calcified distal right coronary artery. While flushing a 1.25mm rotablator rotalink plus unit; holes were observed in the catheter. The device was not used in the procedure and another 1.25mm rotablator rotalink plus unit was prepped. The physician advanced the 1.25mm burr to the lesion and the burr was spinning but it was unable to completely ablate the calcification. During removal it was observed that the burr detached from the catheter and got stuck to the rotawire guide wire. The rotawire guide wire and burr were removed as one unit. The procedure was completed with an unspecified balloon and the deployment of an unspecified stent. No complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). An initial examination of the returned complaint device unit was carried out. Tug and connect/disconnect tests were performed to examine the integrity of the handshake connection. No issues were observed with the unit's handshake connector. The unit was wire guided with a control guide wire with no issues observed during the insertion of the guidewire. Wet testing of the unit revealed a saline pin hole leak 16.5cm and 18.5 cm from the strain relief. This is consistent with over tightening of the hemostasis valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, per the dfu the following instructions were not followed: "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." The root cause of the reported complaint has been determined to be user error. (B)(4).